Event description:
It was reported that there was a burning smell. The procedure was completed using an alternative method. There were no patient complications reported.

Event description:
It was reported that there was a burning smell. The procedure was completed using an alternative method. There were no patient complications reported.